Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a bobcat pro 115v exp packed allegedly has water issues, it does not increase the water level as soon as it is set to the maximum level and overheats. No injury.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the evaluation. As of this review, the device in question has not been received. The device history record (DHR) was examined, and no issues or deviations were found that could have led to the reported event. Should additional relevant information become available, a supplemental report will be submitted. Dentsplysirona will continue to monitor field performance for this device.